Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer; however a photo was provided and a photo review will be performed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation to date. The investigation of the reported event is currently underway. The product catalog number identified in model #/lot # has not been cleared in the us, but is similar to the lifestent stent system products that are cleared in the us. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after a stent deployment procedure in the external iliac artery, the health care provider realized that the deployed stent was longer than as labeled. The procedure was completed with the alleged device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Based on lot history records stents with the correct dimension were used during assembly of this end item lot. No additional complaint has been previously reported for this lot number. Investigation summary: three digital x-ray copies and a photo of the package label were provided. The stent delivery system was not available for evaluation. Although the x-ray images contain overlays of a measuring software, the length of the stent cannot be verified because the structure of the stent is hardly visible on the x-ray image. As the structure of the stent is hardly visible. Therefore, the reported issue could not be reproduced and the investigation will be closed with inconclusive result. Based on the information available and the evaluation of the photos provided, a definite root cause for the event reported could not be determined. Labeling review: in reviewing the current labeling it was found that the potential factors for irregular stent placement are addressed in the instructions for use (IFU). The IFU states: "remove slack from the delivery system catheter held outside the patient." The IFU describes the deployment procedure: "to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment". "Initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position with distal end of the stent apposing the vessel wall, final deployment can be continued with the following methods. Thumbwheel deployment lever rapid deployment ring". The IFU demands that the handle maintains a fixed position throughout the whole stent deployment. Also, the IFU states "do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment." The IFU states: "predilatation of the lesion should be performed using standard techniques."

Event description:
It was reported that after a stent deployment procedure in the external iliac artery, the health care provider realized that the deployed stent was longer than as labeled. The procedure was completed with the alleged device. There was no reported patient injury.